Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav high-density mapping eco catheter. During an atypical flutter operation, the patient had a mechanical mitral valve. The doctor decided to use a pentaray--the doctor was told about the prohibition to work with a pentaray and a mechanical valve. During the operation one of the spines was caught in the mechanical valve, after pulling the catheter part of the spin remained on the valve and the valve got stuck. After several attempts, they were able to remove the stuck swirl and the valve was working again. Action was continued and finished in sinus rhythm. No patient consequences were reported. Tip fully separated is MDR-reportable. Medical device entrapment (with excessive manipulation required) is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav high-density mapping eco catheter. During an atypical flutter operation, the patient had a mechanical mitral valve. The doctor decided to use a pentaray--the doctor was told about the prohibition to work with a pentaray and a mechanical valve. During the operation one of the spines was caught in the mechanical valve, after pulling the catheter part of the spin remained on the valve and the valve got stuck. After several attempts, they were able to remove the stuck swirl and the valve was working again. Action was continued and finished in sinus rhythm. No patient consequences were reported. Device evaluation details: visual analysis revealed that the splines and electrodes were detached with internal parts exposed, the root cause of the damage could be related to the usage of the catheter with a patient with a mechanical valve. A manufacturing record evaluation was performed for the finished device 30879549l number, and no internal actions related to the complaint were found during the review. The customer complaint regarding spline damage was confirmed. The root cause of the damage could be related to the usage of the catheter with a patient with a mechanical valve. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Do not use pentaray catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is an active systemic infection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).